Manufacturer narrative:
Additional information: d4(UDI), d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) received twenty devices. A tactile and microscopic inspection of the sutures was performed with no abnor malities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle was penetrated from the tissue and the operator pulled the needle with a needle holder, when suddenly the needle was detached from the swage. There was no patient injury.